Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a broken back case. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes ,investigation conclusion), h10. Additional information: event site telephone:(B)(6). Contact person details: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced back case console cover. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received faulty part with a reported unit failure of the rear case damaged at the handle area. The fat performed a visual inspection and found the part to be damaged at the handle area. Fat verified the failure but no root cause able to be defined. The part was retained in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.